Manufacturer narrative:
Continuation of d10: product ID 145-5091-150 (lot: 0229615309); product type: ; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that one echelon catheter was found ruptured in the distal section and a second echelon catheter encountered resistance with a coil. The patient was undergoing surgery for treatment of an aneurysm. The accessed vessel was the femoral artery with a diameter of 6 mm. It was noted the patient's vessel tortuosity was normal. It was reported that the patient had an aneurysm in the ophthalmic artery segment, measuring 4 mm x 5 mm. After the guidewire was in place, the microcatheter was opened for shaping. However, a visible fracture and damage were found at the tip of the microcatheter, rendering it unusable. Therefore, it was replaced with another microcatheter. After shaping, and guided by the guidewire, it was in place, and the spring coil was delivered. However, the tip of the spring coil could not be advanced out of the microcatheter. Repeated attempts were unsuccessful. To ensure the safety of the procedure, the system was withdrawn, and another microcatheter was used. After proper shaping and positioning, five spring coils were successfully delivered, and the surgery was completed successfully. It was reported the first echelon catheter ruptured (intact). The ruptured location was in the distal section. There was no friction or difficulty during delivery. The injection rate was 3-5. It was reported the second echelon catheter encountered resistance in the distal section. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
H3: product analysis as found condition: the echelon-10 micro catheter was returned for analysis within a shipping box, within a sealed plastic biohazard pouch and within an opened echelon-10 inner pouch. Visual inspection/damage location details: no damages or irregularities were found with the echelon-10 hub. No damages or irregularities were found with the echelon-10 micro catheter body. The proximal marker band was found crushed. The distal tip and distal marker band were found broken from the remaining micro catheter and not returned for analysis. The break edge was found jagged indicative of a tensile failure. Testing/analysis: the total length (measured up to the proximal marker band) was measured to be ~152.8cm, and the usable length (up to the proximal marker band) was measured to be ~145.0cm which is within specification (specification: total (ref) = 152cm, usable: 144cm ± 1.5cm). Conclusion: based on the device analysis and reported information, the customer¿s report of ¿catheter rupture¿ was confirmed as the distal marker band and distal tip were found broken/separated from the remaining catheter. Customer reported finding the damage out of packaging. It is possible the damage occurred during production or upon opening the package and attempting to remove the product or after removing it from the package. In addition, if the tip protect was not squeezed during the removal of the tip, the tip could potentially have been stuck in the tip protector, causing it to become damaged during the removal. However, the root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the cause of the catheter rupture was not determined. The catheter rupture was observed immediately after opening the package with no preparation completed prior. There was no damage or evidence of tampering to device packaging. The cause of the catheter resistance was not determined.